Event description:
It was reported that at the implant, physician opted to reposition the right ventricular lead due to high threshold after initial position. The helix was retracted and repositioned, but would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.